Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time. Additionally, it was reported that an unexpected reset occurred. Customer's blood glucose was 199 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.